Event description:
It was reported that the motor not running message occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Motor not running in the event history log. Motor not running was found during occlusion test. The root cause of the reported issue was found to be normal wear of multiple components. Worm coupling, worm gear, leadscrew and clutch halves were not operating as intended pump is over 12 years old. Replaced worm coupling, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed. Unique identifier is unknown. No information has been provided to date. .